Event description:
The pt received emergency room treatment for hypoglycemia. It was also reported that subsequent to the hypoglycemic event the pump battery housing was found to be damaged and the battery cap could not be properly tightened.

Manufacturer narrative:
The pump was returned to animas for eval. Eval confirmed visible damaged to the battery compartment and battery cap as was reported to have occurred subsequent to the event. Eval also demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.